Manufacturer narrative:
Concomitant medical products: p1501dr, ipg, implanted (B)(6) 2010; 5076-52, lead, implanted (B)(6) 2010.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for steadily rising pacing threshold and lead impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.